Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a system message error occurred and the unit stopped working during a procedure. The unit was exchanged to complete the case. Additional info was received from the nurse reporting the system message occurred during priming and the system was re-primed successfully. About thirty minutes into the case, a system message displayed while the surgeon was using the cutter. The nurse selected the "quick start" option to resume the procedure; however, the system would not prime afterwards. The cassette was subsequently replaced and priming was successful. Another system message displayed when the surgeon initiated the footswitch. Another system was used to complete the case following a 15 minute delay. There was no harm or injury to the pt.